Event description:
It was reported that revision surgery was performed due to pain, a suspected soft tissue reaction and elevated cobalt and chromium levels.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed.